Manufacturer narrative:
Analysis received the unit with a loud motor noise during rewind due to faulty motor. However, the unit passed the rewind, basic occlusion, occlusion, prime, excessive no delivery and displacement tests.

Event description:
The customer reported via phone call that they had high blood glucose levels. The customer's blood glucose was 187 mg/dl at the time of incident. The insulin pump will be returned for analysis.